Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a beep anomaly on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer is not able to here beeps. The customer states the alert type in the insulin pump is to beep. The customer was advised to changing the alert type in the insulin pump to vibrate. The customer was assisted in changing alert type to vibrate. The customer states the insulin pump vibrate during the self test. The customer was advised to monitor insulin pump.